Event description:
It was reported that during a da vinci-assisted first rib resection surgical procedure, the tip of a prograsp forceps instrument fell apart inside the patient. Not all the fragments were retrieved. The procedure was completed. Isi made multiple follow-up attempts to the surgeon but was unable to gather any additional information. Isi contacted the isi clinical sales representative to gather the instrument batch/sequence number but was told the hospital did not know where the instrument was located currently.

Manufacturer narrative:
Based on the claim against the product by the customer noting fragment fell inside the patient's anatomy, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This is considered a reportable event due to the following conclusion: it was alleged during a da vinci-assisted first rib resection surgical procedure, the tip clip of a prograsp forceps instrument fell apart inside the patient's anatomy. All the fragments were not retrieved from the patient.